Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient inserts the soft cannula incorrectly at a nearly 90-degree angle on (B)(6) 2024. The patient used legs for his infusion sites. No further information available.